Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned any unused product for evaluation at the time of this report.

Event description:
Consumer removed a tampon and the tampon came apart inside her. Consumer indicated that she was able to remove the remaining pieces on her own. This is a non-us product malfunction. The event occurred in (B)(6).